Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned and analyzed and found to have a memory error. The device had a locked random access memory power on reset one week prior to explant. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) ram chip - memory error.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned and analyzed and found to have a memory error. The device had a locked random access memory power on reset one week prior to explant. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Information obtained through follow-up revealed the patient had terminal cancer. The implantable cardiac defibrillator had been turned off at the request of the medical team treating the patient. The cause of death has been requested and not received.